Event description:
Related manufacturer reference numbers: 2017865-2022-11523, 2017865-2022-11524. It was reported that the patient presented in clinic with a removal request of the implantable cardioverter defibrillator (ICD) due to discomfort. The ICD was explanted and the atrial lead and right ventricular lead were capped on (B)(6) 2022. Patient condition was stable.

Manufacturer narrative:
The reported event patient concern could not be confirmed. The device was returned in one piece for analysis. Telemetry, impedance, sensing, pacing, and high voltage output testing were normal with no anomalies found.